Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 (type ii bone). Primary stability and osseointegration were not achieved. The clinician reports that he used a nobel guide to place the implant. The guide must have been off because the clinician dehisced the bone when he drilled the osteotomy. The clinician placed the implant then removed it the same day. Medical history: no significant findings.